Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h4, h6 investigation summary the product was returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the driving cap was broken from the dowel pin weld present in the pull button. The pin still attached to the device. Signs of normal use are observed in the shaft area. No other issues were observed. The observed condition of the pin has been previously assessed by materials and testing. Materials and testing provided drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. Surgical technique guide mentions apply light and controlled hammer blows to seat the nail and the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide can be attached to the back end of the driving cap by screwing both parts together. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the driving cap would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history product code: 03.043.028 lot number: 21456204 releases to warehouse date: 07.jan.2022 expiration date: na supplier: bächler feintech ag manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the universal chuck got stuck during a retrograde nail surgery. Similar issues have happened in the past. The surgeon was not able to get it off the reaming rod during surgery and had to take out the reaming rod. It was difficult to get the reaming rod past the fracture the first time as well as the second time. There was a five-minute delay while a new tray was brought from the sterile processing department. The surgery was completed successfully, and the patient outcome was good. Driving cap was received as a concomitant device; upon visual inspection it was determined the device required investigation due to breakage this report involves one driving cap for (B)(4). This report is related to (B)(4). This report captures the event that occurred on june 29, 2024. (B)(4) captures the events that happened in the past.